Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to okr. Okr checked the subject device and found that the reported phenomenon was caused by the failure of the channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(6) (okr), it was found that a foreign material was came out from the channel. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus (B)(4). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from (B)(4), omsc considered that the reported phenomenon was attributed to the insufficient cleaning by the user. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that this phenomenon might have caused by the difference between the reprocess method conducted by the facility and the reprocess method indicated in the instruction manual.